Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery pack could not be inserted all the way into his monitor, and the battery would not power up the monitor. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (damaged battery connector) was confirmed. Upon investigation the battery connector shell was damaged, and the battery was unable to power up a test monitor. The root cause for the damaged connector could not be positive identified but was likely excessive force. No adverse event resulted from the damaged battery connector. The pt received a replacement battery pack.